Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device other medical products in use during the event include: product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device product ID: 20mm balloon valvuloplasty catheter (non-medtronic device); lot #: unknown. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure using the evolutfx-26, the patient was unstable and required anesthesia support. A medtronic guidewire was inserted into the left ventricle while the valve was successfully loaded into the delivery catheter system (dcs) and confirmed a good load via fluoroscopic inspection. A pre-implant balloon aortic valvuloplasty (bav) was performed and was moderately tolerated by the patient. A second bav was performed, and the valve and dcs were inserted into the patient; however, the pigtail dislodged from the non-coronary sinus, and the patient began to decompensate with low output. The valve was quickly implanted, improving cardiac output, but an infold in the frame was observed. Regurgitation was detected at the infolding under echocardiography. A post-implant bav was performed using a 20mm balloon at an average inflation pressure of 35. During the bav, the patient went into cardiac arrest. Resuscitation measures were unsuccessful, and the left coronary artery was not visible. Cannulation was attempted. With another injection, it was noted that the valve had risen, making it more difficult to cannulate. Attempts to raise the valve with an inflated balloon to clear the coronary ostia were successful; however, the patient died after multiple resuscitation attempts.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. The system reported device: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0012483145); product type: 0195-heart valves; manufactured date: 2024-10-09; use before date: 2026-10-09; full UDI #: (B)(4); implant date: non-implantable device h6. Patient codes and device codes were added. Eval code method for the system reported dcs was changed. Additional codes. The annex g code was updated. Corrected data: b6. Laboratory data - medical acronym was written out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure using the evolutfx-26, the patient was unstable and required anesthesia support. A medtronic guidewire was inserted into the left ventricle while the valve was successfully loaded into the delivery catheter system (dcs) and confirmed a good load via fluoroscopic inspection. A pre-implant balloon aortic valvuloplasty (bav) was performed and was moderately tolerated by the patient. A second bav was performed, and the valve and dcs were inserted into the patient; however, the pigtail dislodged from the non-coronary sinus, and the patient began to decompensate with low output. The valve was quickly implanted, improving cardiac output, but an infold in the frame was observed. Regurgitation was detected at the infolding under echocardiography. A post-implant bav was performed using a 20mm balloon at an average inflation pressure of 35. During the bav, the patient went into cardiac arrest. Resuscitation measures were unsuccessful, and the left coronary artery was not visible. Cannulation was attempted. With another injection, it was noted that the valve had risen, making it more difficult to cannulate. Attempts to raise the valve with an inflated balloon to clear the coronary ostia were successful; however, the patient died after multiple resuscitation attempts. Additional information was received to report the valve was initially implanted at a depth of 3mm; however, following dislodgement, the depth was 0mm. Per the physician, the presence of severe aortic calcification contributed to the infold noted within the valve frame. The aortic regurgitation was clarified to be severe central aortic regurgitation. The cause of death was coronary obstruction and severe insufficiency. Per the physician, the medtronic guidewire, valve, and dcs can be excluded as contributing factors to the patient's death.

Manufacturer narrative:
Image review: pre-implant computed tomography (CT) imaging was provided with suboptimal image quality. The aortic valve was trileaflet with leaflets right coronary cusp (rcc) and left coronary cusp (lcc) appearing mildly calcified, and the non-coronary cusp (ncc) appearing moderately calcified. The annulus perimeter was 72.1 mm with a perimeter derived diameter of 22.9 mm suggesting a 26 mm valve. The sov minimum diameter (rcc) was less than the recommended diameter of 27 mm, however the mean diameter was 27.5 mm which aligns with the sizing matrix. The lcc sinus height measured less than the recommended height of 15 mm, however the mean height was 15.4 mm which aligns with the sizing matrix. Proximal calcification seen in the right coronary artery (rca) and the take-off measured 8.5 mm. Calcification seen in sinotubular junction (stj). Aortic root angulation was 55°. Difference in sov diameters and sinus heights compared to original case summary report may be due to CT image quality and individual adjustments made to image gains.the case report provided indicated measurements were rough estimates. The annulus perimeter reported was 74.3 mm with a perimeter derived diameter of 23.7 mm suggesting a 29 mm valve. The sov minimum diameter (rcc) was less than the recommended diameter of 29 mm, however the mean diameter was 29.1 mm which aligns with the sizing matrix. Sinus heights measured over the recommended height of =15 mm. Calcification seen in stj and aortic root angulation was 60°. Intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon dilation was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture in the cusp overlap view at a depth of approximately 2-3 mm on the ncc and an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. However, the infolded valve was released. Consequently, a post implant dilatation was performed without complete resolution of the infold. Cardiopulmonary resuscitation (CPR) efforts were initiated and subsequent angiogram re vealed absence of flow to the left coronary artery and diminished flow to the rca. Attempts to access the left coronary artery failed and CPR continued. The following angiogram revealed that the valve had dislodged aortic and there was complete absence of flow to both coronary arteries. A balloon was used to move the valve into a higher position in the aorta; however, coronary flow was never restored and it was reported that the patient subsequently died. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.